Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe cramps') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy). Essure was removed in 2017. At the time of the report, the pelvic pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe cramps') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy). Essure was removed in 2017. At the time of the report, the pelvic pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("severe cramps") in a female patient who had essure inserted (lot no. B02262) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of allergic reaction to analgesics, adenoidectomy, tonsillectomy, visual disturbance, seasonal allergy, hyperlipemia, heartburn, gastroesophageal reflux disease, constipation, chronic headaches, carpal tunnel syndrome, low back pain, migraine, depression, anxiety, multiparous, multigravida, abnormal uterine bleeding, pelvic pain, nabothian cyst and cervicitis. Concomitant products included vitamin d2 (ergocalciferol), ranitidine, prilosec [omeprazole magnesium], vitamin d3 (colecalciferol), calcium carbonate and topamax (topiramate). On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced abdominal pain lower (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("painful intercourse"). The patient was treated with zoloft (sertraline hydrochloride), zomig (zolmitriptan) and ibuprofen as well as surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower and dyspareunia to be related to essure administration. The reporter commented: left: 5 coils; right: 4 coils. Removal date updated from 2017- to (B)(6) 2016 (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: endometrium in secretory phase focal areas showing crowded glands without much interstitial stroma, areas of hemorrhage; however, no atypia or complexity. No evidence of chronic endometritis or polyp. Acute and chronic cervicitis erosion, squamous metaplasia, and nabothian cysts. Bilateral fallopian tubes without significant histopathologic alterations. No malignancy. Comment: an intrauterine device is identified. Lot number: b02262, manufacture date: 2013-02, and expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-dec-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("severe cramps") in a female patient who had essure inserted (lot no. B02262) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of allergic reaction to analgesics, adenoidectomy, tonsillectomy, visual disturbance, seasonal allergy, hyperlipemia, heartburn, gastroesophageal reflux disease, constipation, chronic headaches, carpal tunnel syndrome, low back pain, migraine, depression, anxiety, multiparous, multigravida, abnormal uterine bleeding, pelvic pain, nabothian cyst and cervicitis. Concomitant products included vitamin d2 (ergocalciferol), ranitidine, prilosec [omeprazole magnesium], vitamin d3 (cholecalciferol), calcium carbonate and topamax (topiramate). On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced abdominal pain lower (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("painful intercourse"). The patient was treated with zoloft (sertraline hydrochloride), zomig (zolmitriptan) and ibuprofen as well as surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower and dyspareunia to be related to essure administration. The reporter commented: left: 5 coils; right: 4 coils. Removal date updated from 2017- to (B)(6) 2016 (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: endometrium in secretory phase. Focal areas showing crowded glands without much interstitial stroma, areas of hemorrhage; however, no atypia or complexity. No evidence of chronic endometritis or polyp. Acute and chronic cervicitis erosion, squamous metaplasia, and nabothian cysts. Bilateral fallopian tubes without significant histopathologic alterations. No malignancy. Comment: an intrauterine device is identified. Lot number: b02262. The most recent follow-up information incorporated above includes data received on: 15-nov-2022: medical records received. Reporter information, patient medical history,. Lab data, concomitant and treatment drugs, reporter causality comment added. Product removal date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.